Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the monopolar curved scissors instrument snapped off inside the pt. The piece was retrieved and the planned surgical procedure was successfully completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left grip blade was detached from the instrument. The broken blade had fractured at the cross section of the cable crimp and the fracture plane is nearly straight. Half of the cable crimp is exposed. No other damage found.